Event description:
Customer did a blood glucose comparison. The lab result was 230 mg/dl and the device read 70 mg/dl. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.